Event description:
Caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support informed the caller that the reset was a safety feature, and the pump was functioning as intended. The caller was educated on the effects of a reset, including the need to reload cartridges and restart sessions manually. The customer understood and acknowledged this information, and with assistance, was able to reload the cartridge and resume insulin delivery.